Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they called an ambulance due to low blood glucose level on unknown date. Customer¿s blood glucose level at the time of incident was 1.0 mmol/l which got risen to 3.4 mmol/l. Customer was treated with some juice as glucose source for low blood glucose event. Customer reported insulin flow blocked alarm three times in the morning and they changed the infusion set and reservoir each time. It was unknown that customer was using auto mode or not at the time of low blood glucose event. The insulin pump will not be returned for analysis.